Event description:
Resident was being transferred with pt lift from wheelchair to bed. Cnachecked chains & swivel bar hook and they appeared to be all right befor lifting. Lift started and pumped resident up and then when moving with resident. Lifted up cna reported something gave way and resident fell to floor with cna trying to break fall. The lift sheet & chains were intact and swivel bar hook was out of the boom bar. Spots of oil on floor.